Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement, this right ventricular (rv) lead revealed high thresholds and a loss of capture. The loss of capture could be reproduced with pocket and device manipulation. The patient is pacemaker dependant, and an external pacing system was connected to the patient to ensure therapy . No pacing pausing were observed. The decision was made to replace the rv lead. The lead was successfully replaced and surgically abandoned. No adverse patient effects were reported.